Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer calls to report using this wafer as an alternative replacement when she ran out of wafers. After 13 hours she noticed blood clot on side of stoma at mucocutaneous border. She reports cutting this wafer prior to placement. Complainant has confirmed that product lot number is not available and that the lot number is not retrievable. She report no further bleeding. Sending sample products to fit stoma. Instructed in proper use of moldable technology.